Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl and ketones were present. Customer lost consciousness. Customer was treated in the emergency room (ER) for diabetic ketoacidosis (dka). Customer could not recall type of treatment administered or if the emergency room visit resulted in admission to the hospital. Customer left the ER in stable condition; bg was 120 mg/dl. Customer alleged the pump was the cause of event. After a pump system check was performed with tandem technical support, customer maintained pump was the issue.